Event description:
The pt reportedly experienced no lock with the implanted device and external equipment. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another cochlear device.